Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, it was reported that balloon angioplasty (an option presented in the instructions for use. U.s.) Was performed on the proximal end of the pipeline to achieve full wall apposition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4).